Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "on (B)(6) 2025, an incident occurred with a 'laparoscopic surgery extraction bag'. During laparoscopic appendicular peritonitis surgery, the bag used to extract the surgical specimen tore, leaving the infected appendix and a stercolith in the abdominal cavity. Immediate corrective action: use of another extraction bag, but the stercolithe was not found." Additional information received on (B)(6) 2025, indicated that "customer confirmed catalog (332800-000010) and lot (71f25b1216) numbers reported. As for the impact on the patient, apart from a delay during the procedure, there have been no negative clinical consequences to date." Further additional information received on (B)(6) 2025, mentioned that "customer stated there was no consequence for the patient.".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "on (B)(6) 2025, an incident occurred with a 'laparoscopic surgery extraction bag'. During laparoscopic appendicular peritonitis surgery, the bag used to extract the surgical specimen tore, leaving the infected appendix and a stercolith in the abdominal cavity. Immediate corrective action: use of another extraction bag, but the stercoli the was not found." Additional information received on september 10, 2025, indicated that "customer confirmed catalog (332800-000010) and lot (71f25b1216) numbers reported. As for the impact on the patient, apart from a delay during the procedure, there have been no negative clinical consequences to date." Further additional information received on september 19, 2025, mentioned that "customer stated there was no consequence for the patient."